Event description:
It was reported that the device's power supply makes squeaking noise. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement power supply was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power supply, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's power supply makes squeaking noise. There was no reported patient involvement.

Manufacturer narrative:
The asp evaluated the device on site. It was determined that the component inside of the power supply is defective but since it's impossible to replace, the entire power module was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.